Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the caller indicates that they have fallen twice and the device doesn't feel right. They fell back in may on their right side and it felt bunched up. They could always feel where it was, but now it was a bigger hump. Helped caller connect to implant and activate MRI mode. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Pt confirmed that they are getting stimulation.